Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that today the patient was to undergo a revision of the pocket site of their implantable neurostimulator (ins) due to the complaint of discomfort. It was unknown how long the patient had been having the pocket discomfort for. It was thought that the patient had lost weight which may have caused the pocket discomfort but the reporter was unsure. At the time of report the patient was getting ¿decent¿ coverage and there was no device issue reported. It was noted that the physician may add another lead component for better coverage for the patient. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient&#38112;device was moved from his right side to his left side as scheduled. The discomfort was related to the position of the generator. The patient was doing well and was receiving effective stimulation. No troubleshooting was done pre-operatively. The manufacturer representative (rep) had a routine appointment with the patient next week for a post-operative visit.